Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that during treatment of a chronically totally occluded lad, a xience v stent was implanted. During the withdrawal of the prowaterflex guide wire, the tip became separated and remained in the patient's vessel. The separated portion of the guide wire was successfully retrieved using a snare device. Reportingly, the patient feels well. No additional event or patient information is available.